Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were not getting the boluses since shortly after they got the ptm (personal therapy manager). They were missing up to 3 doses a day and sometimes they got all 3 doses and on the worst day they missed all 3. The patient mentioned that when they had the pump refill in (B)(6) 2025, there was double the medication in the pump than normal. The patient also stated that they were in a lot of pain and had bed sores. Per the patient, they get 7 bolus a day, and the ptm was taking a long time to connect; it cut off and got stuck at 90%, so they needed to get the ptm replaced. The patient also stated that there was a hairline crack on the ptm since they got it. The agent asked the patient to connect with the ptm and the ptm showed 2 boluses left for the day. The agent assisted the patient with clearing out the data and the patient was able to connect to the pump. The agent recommended that the patient consult with their healthcare provider¿s office regarding the medication left in the pump and not getting boluses, and the patient said that they were working with them and have an appointment with them on june 16, 2025. The patient also stated they had an emg and cat scan done. A replacement handset was requested from the repair department.